Event description:
Extreme pain [pain], cannot work at times [inability to work], ringing in her ears [ringing in ears], feeling very unwell [feeling unwell]. Case narrative: initial information received on 25-mar-2019 from (B)(6) regarding an unsolicited valid serious case received from the patient. This case involves adult female patient who experienced extreme pain, cannot work at times, ringing in her ears and feeling very unwell, after she used the medical device of hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown) the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date of 2019, the patient took hylan g-f 20, sodium hyaluronate injection at unknown dosage at unknown frequency via intra-articular route (lot - unknown) as product used for unknown indication. She had the injection under CT scan. On the unknown date, since the injection she had been in extreme pain and had been to her physician six times. She had been on pain killers and anti-inflammatory drugs. On the unknown date, she could not work at times and was feeling very unwell. She also had ringing in her ears which was rundown and was in constant pain. Final diagnosis was feeling very unwell, ringing in her ears, cannot work at times and pain. Corrective treatment: unspecified pain killers and anti-inflammatory drugs for extreme pain and not reported for rest of the events. Outcome: recovering for ringing in her ears; not recovered for rest of the events. Seriousness criteria: medically significant for pain and cannot work at times. A product technical complaint (ptc) was initiated on 28-mar-2019 for synvisc one. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 28-mar-2019. No safety issues were indicated in this review. Reporter causality: possible for all events. Additional information was received on 28-mar-2019. Global ptc number was added. Ptc results were added. Text amended accordingly.

Event description:
Extreme pain [pain] . Cannot work at times [inability to work] . Ringing in her ears [ringing in ears] . Feeling very unwell [feeling unwell]. Case narrative: initial information received on 25-mar-2019 from australia regarding an unsolicited valid serious case received from the patient. This case involves adult female patient who experienced extreme pain, cannot work at times, ringing in her ears and feeling very unwell, after she used the medical device of hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date of 2019, the patient took hylan g-f 20, sodium hyaluronate injection at unknown dosage at unknown frequency via intra-articular route (lot - unknown) as product used for unknown indication. She had the injection under CT scan. On the unknown date, since the injection she had been in extreme pain and had been to her physician six times. She had been on pain killers and anti-inflammatory drugs. On the unknown date, she could not work at times and was feeling very unwell. She also had ringing in her ears which was rundown and was in constant pain. Final diagnosis was feeling very unwell, ringing in her ears, cannot work at times and pain. Corrective treatment: unspecified pain killers and anti-inflammatory drugs for extreme pain and not reported for rest of the events. Outcome: recovering for ringing in her ears; not recovered for rest of the events. Seriousness criteria: medically significant for pain and cannot work at times. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 28-mar-2019. No safety issues were indicated in this review. Reporter causality: possible for all events additional information was received on 28-mar-2019. Global ptc number was added. Ptc results were added. Text amended accordingly. Upon internal review on 11-apr-2019 with clock start date of 28-mar-2019, analysis of similar incidents were added. Text amended accordingly.